Event description:
In 2004 - a dental implant was placed in tooth location #30. About eight week and half months later - during second stage uncovering the implant cover screw could not be removed form the pt's mouth. Subsequently the implant was removed. About two and half months later - the clinician was contacted. He stated the implant was placed without incident. The implant was previously uncovered and the cover screw was left in place. No healing abutment was placed. Subsequently the cover screw could not be removed from the implant. The implant was then removed. The pt is fine and will be reimplanted.